Event description:
It was reported to medtronic neurosurgery that a five year old shunt was explanted because the physician believed it was not working properly. According to the report, "pt had symptoms of shunt malfunction and headaches. A CT scan revealed enlarged ventricles and inadequate drainage. Also, an x-ray revealed movement of the distal catheter in the abdomen over a period of time."

Manufacturer narrative:
The device has not been returned to the MFR. A review of the mfg records was not possible as no lot number was reported. All of our valves are 100% tested at the time of manufacture.